Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient who was sitting watching television at home when the alarm sounded. The patient subsequently switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.